Event description:
The customer reported that while the unit was in use on a pt the unit displayed "no pt status available" message and then a system failure alarm. The pt was switched to another unit and therpy was continued. No pt injury was reported.